Manufacturer narrative:
The device history record for the lot reported was evaluated and no issues were observed the product was manufactured, inspected and released in compliance with approved procedures customer provided a picture of the device and it shows not a detached tube from the plate but a torn tube. The tube requires to be cut with a sharp object to cause a tear and as indicated by the doctor he was able to flush the valve prior to implantation. At this time we are unable to determine what caused the tear in the tube while doctor was implanting the valve. Customer indicated there was no patient injury, and no delay of surgery.

Event description:
Flushed valve as per instructions. Started to suture valve into eye. Shunt tube came off from valve.

Manufacturer narrative:
Additional information upon completion of sample evaluation: the sample was visually inspected and it was confirmed the tube was "torn". A part of the tube was still attached to the plate. It is suspected that the silicone tube was cut by sharp object. The current process includes a 100% visual inspection for silicone tubing after sterilization occurs. The silicone tubes on the valves are inspected for kinks, damages, and blockage, and are to be rejected if defects are found.

Event description:
Flushed valve as per instructions. Started to suture valve into eye. Shunt tube came off from valve.